Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as the pump would stay flat, and therefore a new revision surgery was requested. There were no patient complications reported.

Manufacturer narrative:
B3: date of event is an approximate.